Manufacturer narrative:
Section weight, device manufacture date: additional information. Event correction. Manufacturer's investigation conclusion: the reported event of no external power and power cable disconnect alarms was not confirmed through this analysis. The system controller was not returned to abbott and remained in use. The provided information indicated that the patient experienced power cable disconnect as well as no external power alarms while connected to battery power; no log files were submitted for review. No additional information was reported. As a result, the root cause of the reported event was not determined through this analysis and a device related issue could not be confirmed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 4 months. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient had been getting power cable disconnect/no external power alarms while connected to battery power. The vad coordinator stated she could not see the alarms on the controller nor did she identify anything odd on the system monitor. The patient's controller and battery clips were both changed and this did not resolve the issue. No additional information was reported.